Event description:
The patient called to report that since they received their new device they get dizzy, short of breath, lightheaded, and that their heart rate goes "nuts" every time they are near a transmission line whether walking or driving. The patient said it takes them minutes to feel better after they move away from those areas. The patient did note that they have seen their physician about these sensations and had their device checked. Nothing was reported as abnormal from the device check. The patient called again to discuss why their heart rate drops and then races whenever near power lines. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained from the clinic it was further reported that the patient has been seen both in (B)(6) of 2013. There were no performance issues with the device nor any reprogramming. There were no notes about the patient concerned about emi (electromagnetic interference). The device continues to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652, implantable pacing lead - (B)(6) 2013. (B)(4).